Event description:
The reporter stated in 2005 the surgeon noticed a small posterior capsular tear after phacoemulsification (not with staar's equipment). The surgeon felt the tear in the capsule was small enough and decided to insert an aq2010v 3 piece silicone lens. When the patient came back for a post-operative visit the lens was dislocated. The lens was then explanted and an ac lens was implanted. The haptic was torn off the lens as it was being removed from the patient's eye. The patient's last exam in 2005 showed that pre-op best corrected visual acuity 20/60, pre-op refraction -3 + 1.50x143. Post-op best corrected visual acuity 20/30, post-op refraction -3.5 + 2.75 x 20.